Event description:
It was reported that the patient with this electrode received inappropriate shocks, once while they were sleeping and once while they were on the sofa watching television. Technical services (ts) was consulted, and troubleshooting recommendations were provided. This product remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks, once while the patient was sleeping and once while the patient was on the sofa watching television. Technical services (ts) was consulted and confirmed the signal identified in both episodes are non-physiological. Post implant x-rays and troubleshooting were recommended. This product remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.